Event description:
It was reported that the patient presented for in-clinic prior to generator change with the right ventricular lead that exhibited failure to capture. The lead was capped and replaced during the procedure on (B)(6) 20222. The patient was stable.

Manufacturer narrative:
Additional information: b5, d9, h3, and h6

Event description:
New information received notes that the lead was explanted and received for analysis. The date of explant was unknown.

Manufacturer narrative:
The reported event of failure to capture was not confirmed. As received, only the connector portion of a partial lead was returned in one piece. X-ray inspection found overtorque of the inner coil at the connector region, consistent with procedural damage. Electrical test did not find any indication of conductor fractures. Electrical testing found shorts due to procedural damage. Visual and x-ray inspections of the partial lead did not find any anomalies except for procedural damage.